Event description:
Related manufacturer reference number: 2017865-2025-00311. It was reported that low pacing impedance was noted on the patient's lead. It was unknown if it was high impedance was due to the device or lead. Programming changes were performed to resolve the issue. There were no patient consequences.